Manufacturer narrative:
The service engineer (se) inspected the device. The se found that the unit was out of service and had an out dated battery. No repair/service was performed. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
It was reported that the ventilator had a low o2 alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.